Manufacturer narrative:
The customer¿s report that the bifuse extension set separated was confirmed. Visual inspection found the suspect set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed solvent around the end of the tubing where the separation occurred. The separated tubing¿s outer diameter was measured to be within measurement specification(s). Functional testing could not be performed on the set due to the separation. The root cause that the bifuse extension set separated was not determined.

Event description:
It was reported that the bi-fuse extension set separated while the maintenance IV fluid (mivf) was infusing through a central venous catheter (cvc), and the line was clamped by patient's family member thereafter. It was confirmed that there was no patient injury, and that the patient did not require surgical nor medical intervention.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the bifuse extension set separated while the maintenance IV fluid (mivf) was infusing through a central venous catheter (cvc) and the line was clamped by patient's mother thereafter. There was no patient injury and patient did not require surgical intervention.